Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from its us warehouse of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the capsule tore during iol implantation necessitating enlargement of the incision, lens explantation and suturing of the eye.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a capsule tear occurred during iol implantation necessitating enlargement of the incision, explantation of the iol and suturing of the eye. The product was retained and returned to rayner for evaluation. Preliminary inspection of the outer box in which the device was returned showed that there was no injector included with the return, only the iol, cut in two pieces (consistent with explantation). Cosmetic inspection of the lens under 10x and 30x magnification did not identify any damage to iol haptics, or to the iol optic with the exception of the optic being cut in two pieces an artefact of lens explantation. Without the ability to examine the injector, and due to damaged nature in which the lens was returned, it has not been possible to establish the root cause of reported event. The rayone preloaded iol injection system risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule tear. There are certain conditions that may make a patient more pre-disposed to pc rupture such as pseudoexfoliation syndrome. Despite requests for follow-up information on the patient medical history and other relevant procedure information, no further information has been received by rayner. This is an isolated incident. A review of existing vigilance data from the month of manufacture of the rayone aspheric rao600c batch (october 2020) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone aspheric rao600c batch 100160213. Our review of production records for the rayone aspheric rao600c batch 100160213 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. From the information/evidence available it has not been possible to establish the cause of capsule tear in this case.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a capsule tear occurred during iol implantation necessitating enlargement of the incision, explantation of the iol and suturing of the eye. The product has been retained and returned to rayner for evaluation. Product evaluation anticipated but not yet begun. The results of the product inspection/testing performed will be provided in a follow-up report. The rayone preloaded iol injection system risk analysis identifies advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule tear. Rayner will be following up with the healthcare facility to obtain additional information to facilitate further investigation of the event. Patient medical history will be requested as there are certain conditions that may make a patient more pre-disposed to pc rupture (e.g. Pseudoexfoliation syndrome). This is an isolated incident. A review of existing vigilance data from the month of manufacture of the rayone aspheric rao600c batch (october 2020) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the rayone aspheric rao600c batch 100160213. Our review of production records for the rayone aspheric rao600c batch 100160213 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects.

Event description:
On 16th august 2021, rayner intraocular lenses limited received notification from its us warehouse of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that the capsule tore during iol implantation necessitating enlargement of the incision, lens explantation and suturing of the eye.